Event description:
Patient allegedly received an implant via the right common femoral vein due to post trauma. Patient is alleging device migration and tilt, vena cava and organ perforation, embedment. Patient notes and further alleges experiencing "periodic sudden pain on left side of mid chest", physical limitations, and depression. Per a 29mar2018 computed tomography (CT) abdomen: "ivc filter is identified within the inferior vena cava. The proximal tip is located exactly at the level of the inferior margin of the left renal vein. The proximal portion is angulated minimally anteriorly without contacting the anterior wall of the ivc. Four of the struts extend clearly beyond the wall of the ivc, located along the anterior, posterior, right, and left margins. The posterior strut extends into the adjacent cortex of the lower thoracic vertebral body toward the right side of the vertebral body. The right and left struts extend into the adjacent mesenteric fat, maximally 1 mm beyond the ivc wall, without evidence of perforation of adjacent organs. The anterior strut extends about 2 mm beyond the wall, and appears to extend into an adjacent loop of small bowel. There is no evidence of fracture or bending of the struts".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded, migration, tilt. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava perforation. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava perforation, pain, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported pain and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007 due to trauma associated with a motor vehicle accident. It is alleged that a computed tomography (CT) scan that was performed approximately 10 years and 8 months after the filter was implanted revealed "struts had moved since the filter was placed, with several of the struts extending outside [patient's] inferior vena cava and interacting with adjacent bodily structures. The CT demonstrated that the posterior strut of the cook ivc filter extends into the adjacent cortex of the lower thoracic vertebral body. Another strut extends into an adjacent loop in the [patient's] small bowel." It is further alleged tat the patient experienced pain and distress restricting [the patient's] ability to engage in activities of daily living. Hospital and medical records have been requested but not yet provided.